Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The powerpicc was placed on (B)(6) 2018; reportedly, the catheter was noted to be broken when the patient was turned over. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and was determined to be use related. One 6 fr dual lumen powerpicc was returned for evaluation. An initial visual observation showed the purple luer connector hub was detached from the extension leg. Use residue was observed throughout the sample. The extension leg tubing of the purple lumen was observed to be kinked approximately 2.5 cm distal to the broken end of the tubing. A microscopic observation revealed the break in the extension tubing to be deep within the luer connector hub, and a small amount of the extension tubing material could be seen still attached to the inner wall of the hub. The break surfaces were observed to be uneven and rough with areas exhibiting plastic deformation. One point on the break surface of the tubing exhibited some beach marks, which are typically seen in fatigue failures. The observed characteristics of the break surface are evidence of a tensile break, likely caused by material fatigue and/or over-stretch. The product IFU states: ¿the catheter must be secured in place to minimize the risk of catheter breakage and embolization¿ and ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The powerpicc was placed on apr 3rd, reportedly the broken catheter was found when the patient was turned over.